Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that when the onetouch ping meter displays the bolus screen, the display is too small and hard to read. The following complaint was classified based on information obtained from the customer service representative (csr). The patient allegedly discovered the issue in (B)(6) 2013. According to the csr¿s documentation, the patient does have vision problems and requires a magnifier in order for her to see the bolus screen, so she may properly enter the correct dosage for insulin delivery. However, per csr¿s notes when the patient does not have her magnifier available, the patient reportedly enters the incorrect dose amount and subsequently, develops symptoms of sweating, shaking, and a vision issue. The patient reportedly developed symptoms two to three months after the noticing the product issue. On an unspecified date/time in (B)(6) 2013, the patient reportedly obtained a blood glucose reading of either ¿22 or 23mg/dl¿ with an unspecified device and the patient reportedly administered a glucagon injection as treatment. Although it was noted the patient has vision problems and her reported symptoms occurred while using the subject meter without the aid of her magnifier, this complaint is being reported because the user allegedly suffered symptoms indicative of a serious injury while using the product.

Manufacturer narrative:
Test strip lot #: not provided.